Manufacturer narrative:
Date rec¿d by MFR : 23may2019. The manufacturer's field service engineer (fse) confirmed the reported issue while servicing the device. The fse replaced the oxygen regulator assembly, oxygen valve assembly, back up alarm cable, printed circuit board assembly sensor, inhalation module solenoid, blower valve and power supply; however, the issue was not resolved. The customer removed the unit from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete

Event description:
Field service engineer(fse) encountered error 3130-safety valve cannot open when testing the unit. There's no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 18aug2019, date of report : 28aug2019. Failure analysis on these returned two inhalation module, blower air valve and sensor board shows that these parts were tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.